Manufacturer narrative:
The patient sample was requested for investigation, but could not be provided. The investigation determined that no product issue was found and that the elecsys toxo igm reagent performed within specifications.

Manufacturer narrative:
Calibration and qc were acceptable. Investigation is ongoing.

Event description:
The initial reporter alleged an increased number of borderline or weakly positive results for an unspecified number of patient samples tested on a particular reagent lot of elecsys toxo igm (toxo igm) on a cobas e 801 module. Discrepant results for 1 patient sample were provided. Igm results: non-reactive when tested on previous samples, while the results were often borderline or positive when tested with the particular toxo igm reagent lot. No specific results were provided. It is not known if the questionable results were reported outside of the laboratory. The cobas e801 module serial number was (B)(4).